Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed for no image but not for image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. However, since the noise malfunction was not confirmed during evaluation, the definitive root cause of that reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchovideoscope had a noisy screen, as well as no image development. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.